Manufacturer narrative:
Visual inspection of the returned product found a piece of haptic was torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated a piece of haptic from a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, was torn off as she was advancing the lens forward from the cartridge with a forcep. There was no patient contact. The reporter stated the cause of the event was unknown.